Manufacturer narrative:
The device has been received. The investigation has not yet been completed. A supplemental report will be submitted with all additional relevant information.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. Tandem customer technical support (cts) performed a system check and found that the cartridge needed to be changed.